Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a procedure using a large flexnav delivery system. During procedure a left bundle branch block developed. The valve was successfully implanted. The final implant depth at non-coronary cusp (ncc) was 5mm and left-coronary cusp (lcc) was 7mm. Since the patient's heart function was also declining, it could not be determined that the heart block was definitely caused by navitor. On (B)(6) 2023, patient received a permanent pacemaker implant. There was no reported problems with the patient.

Manufacturer narrative:
An event of malposition of device (incorrect implant depth) and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that during procedure a left bundle branch block developed. The valve was successfully implanted. The final implant depth at non-coronary cusp (ncc) was 5mm and left-coronary cusp (lcc) was 7mm. Since the patient's heart function was also declining, it could not be determined that the heart block was definitely caused by navitor. Later on, patient received a permanent pacemaker implant. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a procedure using a large flexnav delivery system. During procedure a left bundle branch block was developed. The valve was successfully implanted. The final implant depth at non-coronary cusp (ncc) was 5mm and left-coronary cusp (lcc) was 7mm. The physician mentioned the patient's heart function was also declining so the cause of heart block could be navitor valve. On (B)(6) 2023, patient received a pacemaker. There was no reported problems with the patient.